Event description:
It was reported that a one-link catheter extension set was difficult to flush. The reporter stated that there was resistance when flushing through the one-link, however when the one-link was removed the tubing would flush normally. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.